Manufacturer narrative:
The initial MDR 2247117-2019-00002 was filed on 10-jan-2019. Follow up MDR 2247117-2019-00002_s1 was filed on 04-feb-2019. Additional information (08-apr 2019): the customer informed siemens that they are satisfied with the performance of all assays on this immulite 2000 xpi system except for anti-tg and that they are currently not running anti-tg assay on this system. MDR 2247117-2019-00003 and MDR 2247117-2019-00003_s1 were also filed for this issue.

Manufacturer narrative:
The initial MDR was filed on 10-jan-2019. Follow up MDR was filed on 04-feb-2019. Follow up MDR was filed on 25-apr-2019. Additional information (15-may-2019): the customer has informed siemens that they are satisfied with the performance of the anti-tg assay on the immulite 2000 instrument. The assay is performing within expectations with the proper re-constitution of the adjustors and the quality control samples. Siemens headquarters support center (hsc) reached out to the customer to inform them that anti-tg assays from different manufacturers use different antibodies, different assay architecture, different reference ranges, and different standardizations. These differences may lead to the difference in results seen on some patient samples. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2019-00002 was filed 10-jan-2019. Additional information (17-jan-2019): the customer informed siemens as this was a newly installed system they do not have any specific patient sample data that can be provided. The customer also informed siemens that all other assays run on this system were satisfactory. The customer was doubtful if the adjustors used for the anti-tg antibody assay were being reconstituted per instructions for use.

Manufacturer narrative:
The cause for the high counts per second (cps), high intercept, >5% cv's for adjustors, quality control samples out of range (low), and affected patient samples for the anti-tg ab assay, and >5% cv's on the adjustors and affected patient samples for the tsh assay is unknown. Siemens is investigating the issue. MDR 2247117-2019-00003 was also filed for this issue.

Event description:
The customer notified siemens of high counts per second (cps), high intercept, >5% cv's for adjustors, and quality control samples out of range (low) on an immulite 2000 xpi instrument when using the anti thyroglobulin antibody (anti-tg ab) assay kit lot 689. In addition >5% cv's were observed on the adjustors for the thyroid stimulating hormone (tsh) on the same instrument. The customer indicated that the instrument was recently installed at the site and patient samples were affected. No data was provided by the customer. It is unknown if any of the patient sample results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the affected patient results for the anti-tg ab and tsh assay.